Event description:
It was observed that during the device evaluation, the subjected device exhibited chips at the probe glue and no thixotropic adhesive( ke45) at forceps cover and corrosion on the ccd gt unit withing the light guide tube. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.